Manufacturer narrative:
Initial reporter city:(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation before the nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.